Event description:
It was reported that during an unspecified biliary stenting procedure, the bare biliary 7.5fr/219cm wallstent was unable to be deployed. It was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good".